Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump received compromised force sensor system alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer stated the insulin squirt out during manual prime. Customer stated they were unable to exit the preparing to prime loop. Customer stated they were not wearing the pump during priming. Customer was disconnected during prime. Customer stated insulin did not continue to drip after letting go of the act button. Customer stated that the drive support cap appears normal. The device will not be returned for analysis.